Event description:
It was reported that the spinal cord stimulation patient experienced a ministroke and was hospitalized. The patient was treated by the physician, however, it is unknown what treatment was administered. The device remains implanted in the patient. No further information has been able to be obtained regarding this event.